Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, one of the ¿tines¿ broke off. The photo of the device sent by the customer showed that the clip was bent and the clip had fallen into the patient in an open state. No patient complications have been reported due to this event. Attempts to obtain additional patient and procedure information regarding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.